Event description:
On (B)(6) 2016, I had a left si joint replacement at (B)(6). After it was inserted, I experienced a whole new level of pain. I had a fixation device with screws and rods at l5-s1. Three triangular components were inserted into left hip the same region as the pericles screws and rods. The wound dehiscence. I went septic and developed ards. I was in so much pain. The foot long wound into my left thigh healed after a few hosp stays requiring both inpatient and outpatient IV therapy and hyperbaric chamber treatment. The pain was worse than I ever experienced. My left leg had no reflexes, it just dangled. The dr who put it in wouldn't order a CT myelogram, even suggested to do the right side. Another surgeon also refused and said I was stuck like that, there was nothing that could be done. I went to many drs on severe pain, no one would help until (B)(6) of 2017 where a CT myelogram revealed the pedicure screw had ended up in my sciatic nerve, it had been there for almost two years. Even then I still had trouble finding a surgeon to remove both that and ectopic bone from infuse. I have never experienced a pain like the one I suffered. The surgery was finally done. To this day there is no identification of native bone to that area. Symptoms improved after surgery on (B)(6) 2017. Both lumbar surgery and si joint surgery were done at (B)(6). Both medtronic products disabled me. Dates of use: (B)(6) 2016. Diagnosis or reason for use: si joint dysfunction. Dates of use: (B)(6) 2016. Diagnosis or reason for use: si joint dysfunction.